Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1690, awareness date 18-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer experienced heavy periods and an ablation was performed. She also experienced constant skin rash, still have pain, bloating, and fatigue. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods and an ablation was performed. This event is serious due to intervention required and listed in the reference safety information for essure. Menses pattern changes are expected during essure use. In this case, she experienced other non-serious events and heavy periods. An ablation, interpreted as endometrial ablation, has been performed. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required (ablation) as a treatment measure to the reported event, a contributory role from essure use cannot be totally excluded. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint investigation result was received on 25-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods and an ablation was performed. This event is serious due to intervention required and listed in the reference safety information for essure. Menses pattern changes are expected during essure use. In this case, she experienced other non-serious events and heavy periods. An ablation, interpreted as endometrial ablation, has been performed. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required (ablation) as a treatment measure to the reported event, a contributory role from essure use cannot be totally excluded. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.